Manufacturer narrative:
Device p-cap / test reservoir does not lock in place properly. Also, unit had cracked keypad overlay. Thus software was utilized and downloaded trace/history files properly. In further full review in the device history found no insulin flow blocked alarm (fault number = no delivery (7)) in the event date of (B)(6) 2021. However found insulin flow blocked alarm (fault number = no delivery (7)) at 02/08/21 and time of from 02:20:00 to 04:03:00 during a basal delivery, from 04:14:24 to 04:21:16 during a bolus delivery. Unable to perform the displacement test, occlusion tests or verify no delivery alarm due to missing reservoir tube o-ring, missing retainer and broken reservoir tube lip. Device passed the self test, rewind test, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm during testing. Device was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, motor assembly and force sensor. The force sensor offset measured within specific range during testing (24.5 milivolts). The motor was tested outside of the device on the stb3 and passed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 525 mg/dl at the time of the incident. The customer was treated with insulin pump. Insulin pump had insulin flow blocked alarm and past event resolved by complete set change. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.